Event description:
The patient called lifescan and alleged that the meter was failing the check strip test. The patient stated that they performed a check strip test, which failed. They visited their physician for advice. The physician tested their blood glucose and the result was 206 mg/dl. The patient was treated with insulin. While on the phone with the lfs customer care representative, the patient cleaned the meter and performed a second check strip test, which failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent to the patient.